Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the healthcare provider contacted boston scientific technical services (ts) to discuss high, out-of-range pacing impedance measurements (>2000 ohms) from the right atrial (ra) lead. Ts discussed the likelihood of a spring contact issue between this device and the ra lead since the ra lead is not a boston scientific product. Programming options were discussed. The patient was subsequently brought in-clinic where manual testing was performed. The physician elected to not change any programming for the ra lead and is continuing with normal monitoring. Recently, there was an additional alert for the minute ventilation (mv) sensor signal disabling due to false detection of af. Ts reiterated bringing the patient in for ra lead testing. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the healthcare provider contacted boston scientific technical services (ts) to discuss high, out-of-range pacing impedance measurements (greater than 2000 ohms) from the right atrial (ra) lead. Ts discussed the likelihood of a spring contact issue between this device and the ra lead since the ra lead is not a boston scientific product. Programming options were discussed. Information was requested regarding the event resolution, but a response has not yet been received. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the healthcare provider contacted boston scientific technical services (ts) to discuss high, out-of-range pacing impedance measurements (>2000 ohms) from the right atrial (ra) lead. Ts discussed the likelihood of a spring contact issue between this device and the ra lead since the ra lead is not a boston scientific product. Programming options were discussed. The patient was subsequently brought in-clinic where manual testing was performed. The physician elected to not change any programming for the ra lead and is continuing with normal monitoring. At this time, the system remains implanted and no adverse patient effects were reported.